Event description:
On (B)(6) 2022, an amazon customer commented that the product the product was false negative. The reporter said that the test was inaccurate as 4 false negatives came out though they had already tested positive at home, and other tests were also confirmed to be positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc. Following by reporter's consent.